Event description:
Account experiencing discrepant sodium results when repeated on another analyzer - same methodology. The following examples were provided, exact repeat results not provided. Patient 1, initial sodium gave 120 mmol/l; repeat gave approximately 130 mmol/l. Patient 2, initial sodium gave 121 mmol/l; repeat gave approximately 130 mmol/l. No adverse events reported in association with the results. The field service representative determined the cause to be a problem with the wash station, and cleaned the wash station and adjusted the system pressure. Performance tests were performed.